Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an alert for non sustained oversensing due to post-paced t wave oversensing was observed. Programming changes were made. There we no adverse consequences for the patient.